Event description:
It was reported to boston scientific corporation that a wallflex billiary fully covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure nine months prior to a scheduled stent removal procedure. According to the complainant, upon stent removal, the physician noted that the stent was shredded. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the device product code and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.